Event description:
It was reported to boston scientific corporation in 2008 that an endostat ii electrosurgical unit was used on two days earlier. According to the complainant, during biomed testing, the endostat ii and no output power. There was no patient involvement.

Manufacturer narrative:
The device manufacture date is unknown. According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.